Event description:
During evaluation of a returned spectrum iq pump, the device failed to recognize close door. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device failed to recognize close door. The cause was identified as delay in the upper link switch. The upper auxiliary will be replaced to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.